Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f amplatzer torqvue 45x45 delivery system. Transseptal puncture was mid/mid. Heparin administered, act not measured. Left atrial pressure was 16mmhg. The device was implanted without issue and no recaptures. Multiple wire or delivery sheath exchanges were performed in the upper pulmonary vein. The patient remained hemodynamically stable throughout the procedure. It was unknown if protamine was administered. Post procedure after the recovery room procedure, the patient crashed and resuscitation was attempted for approximately one hour without success. Clinical evaluation, ultrasound, and echocardiogram was performed. Pericardial effusion was observed but no pericardiocentesis was performed. The patient died. The cause of death was pericardial effusion. There was no allegation of a malfunction against an abbott device. The physician thought the effusion was related to the amulet but was uncertain. Patient was not taking an anticoagulant or antiplatelet medication the time when the pericardial effusion was dedicated.

Manufacturer narrative:
An event of pericardial effusion and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the root cause of the reported pericardial effusion could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the attempts of resuscitation were performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.